Event description:
Pt seen in office with pain left hip. Has bipolar hip arthroplasty in june 1997 for fx left hip. Did well until this spring. Bone scan shows increased activity about the left proximal femoral region, around the tip of the stem which looks like a loosening of the prosthesis. Pt admitted for revision of hip prosthesis.